Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Review of the pump history during troubleshooting with tandem technical support showed the pump battery depleted from 100% to 0% within one day prior the pump shutting off. The customer's blood glucose level was 118 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.